Manufacturer narrative:
(B)(4). Date sent: (B)(4). Batch # x94r53. Additional information was requested and the following was received: please clarify how the ¿clips could not be fed into the jaw properly¿. Did device not feed clips? No further information will be available. Did device feed clips sideways? No further information will be available. Did device not fire clips (jammed)? No further information will be available. Did device fire malformed clips? No further information will be available. Did device fire scissored clips? No further information will be available. Did device drop or eject clips? If other, please specify. No further information will be available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Visual analysis of the returned sample determined that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and form 1 conforming clip and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, 14 clips were found inside the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic procedure, the clip was not fed into the jaw properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.